Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump had been exposed to water. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was 182 mg/dl. Reportedly, the customer has insulin pens available as alternate insulin therapy.